Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted during the endovascular treatment of a 72mm abdominal aortic aneurysm . It was reported that, the patient presented emergently with pain rated between 8 and 10. The CT images showed a type ia endoleak. The proximal neck had dilated and there was no apposition of the graft to the posterior wall of the aorta. The patient underwent an emergent intervention where a cuff (B)(4) was placed up to the right renal while utilizing a chimney graft in the left renal artery . 13 endoanchors were utilized to promote a seal. After, the patient was pain free with good renal function.  Per physician, the cause of the type ia endoleak may have been due to a type ii endoleak that caused the neck dilation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the reported type ia endoleak was confirmed on the images returned; however , the type ii endoleak could not be confirmed. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT's were not available for a thorough assessment of the stent graft in vivo configuration. It is most likely that the reported neck dilatation was a factor in the occurrence of the type ia endoleak. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.